Event description:
A malfunction alarm was reported with the pump while it was in use. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was under warranty, and instructed the customer to revert to multiple daily injections (mdi) as a backup insulin therapy. The customer was also instructed on how to store the pump and return it using a pre-paid label within 10 days.